Event description:
The reporter stated that the down arrow keypad button has been intermittently unresponsive for a few months. She confirmed that the keypad is intact and denied any trauma or water exposure. The reporter stated that the patient wears the pump in his pocket and does not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/20/2012-device evaluation: the pump has been returned and evaluated by product analysis on 02/22/2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the down arrow keypad button is intermittently responsive. All other keypad buttons were found to be functioning appropriately. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.